Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully.